Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change due to faulty connector on interface board. The insulin pump passed idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received an unexpected restart alarm with each battery change. Customer's blood glucose was unknown. Insulin pump would be replaced.